Manufacturer narrative:
Product support performed investigation on retained lot hcg1120072. Investigation results as follows: control: 25miu/ml hcg urine control, lot: hcg120405-01; 207.9iu/ml hcg urine control, lot: hcg120309-01; 244.7iu/ml hcg urine control, lot: hcg111130-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 mins reading time. (N=29, (g4.5) 8, (g5) 14, (g5.5) 7). The 207.9iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=24, (g8.5) 17, (g9) 7). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5, (g8.5) 4, (g9) 1). Conclusion: from retained testing with in-house controls, the customer's result was not replicated and the product performed as expected. As of 06/19/2012, there have been 3 complaints for lot hcg1120072. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative hcg using the cardinal sp hcg brand rapid test. Caller observed very faint lines. No timer used. When asked how is 3 mins determined, customer stated "we just kind of know when to read it..." Technique: experience technician performed tests. Internal control line evident, background clear. External controls: ok. Freshly voided urine, collected in clean container. Urine tested immediately, no storage prior to testing. Kit stored at room temperature. Patient info: month and year of birth: (B)(6) 1976. Last menstrual period: unknown. Test date in doctor's office: (B)(6) 2012. Test was run to verify if test is working correctly since pt is far along pregnancy. Quantitative result: approx 300,000miu. Samples no longer available for investigation.